Event description:
Boston scientific has become aware of the following event: the device of the tip was hooked at the stent strut and unable to cross the lesion after cypher deployment.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.